Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. One fully applied device loading unit (dlu) was received unattached from the device. A test dlu was loaded onto the device. The instrument was applied to the appropriate test media. The first tack deployed improperly and did not seat properly due to the disengaged e-piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of excessive manipulation of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the load locked and some staples fell into patient's cavity. There was no patient injury reported.